Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the requested amount of insulin. Review of pump history with tandem technical support (cts) did not reveal any alarms that would suspend pump therapy. Reportedly, the customer uses off-label insulin. Cts educated the customer regarding insulin labeling. Multiple attempts were made by tandem's clinical diabetes specialist to obtain additional information; however, no response was received.